Event description:
During the index procedure 3 endeavor sprint rx drug-eluting stents were implanted during the index procedure; two in the ramus and one in the lcx. It was reported that approximately 6 months post the index procedure the patient died due to respiratory and cardiac insufficiency and hypertension. This was a reported as a cardiac death and the investigator has indicated that the event was probably related to the study stent.

Event description:
The investigator has indicated that the death event was possibly related to the study stent.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (hypertension/death).